Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place.

Manufacturer narrative:
Subsequent to submission of the initial report, several unused from six distinct lots were evaluated for torsion and flexural properties and found to be in specification. It was initially reported that "more than 3 files" had separated but specifica information on each event or the exact number of separated files was not provided. Files from six packages were returned, though it is unk which returned package, if any, the separated files were from. Furthemore, none ofthe separated files were returned and evaluation of the returned files indicates that they are in specification. Based on the known and sue to the fact that further information will not be provided, it is presumed that three known file provided, it is presumed that three known file separation events occurred and consequently, three separate MDR reports were submitted. Please cross reference report numbers 8031010-2005-00416 and 803101-2005-00417. The catalog numbers and lot numbers of the returned files are as follows; ptrf121, lot 8005980 ptrf121, lot 8175060 ptrf321, lot 8077750 ptrf125. Lot 8097340 ptrf225 lot 8041740 ptrf325, lot 7976310.